Manufacturer narrative:
A4, a5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding and hemolysis. The impella was explanted and the patient is in stable condition.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of major bleed was unable to be determined as limited clinical details were provided and no product was returned for review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Medical device problem code a24 was corrected to a01.